Event description:
The customer reported to philips healthcare that the display would not turn on even though the hourglass was shown. There was no adverse patient impact.

Manufacturer narrative:
(B)(4).